Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for routine generator replacement procedure. It was noted that the right atrial lead exhibited noise and fluoroscopic imaging revealed dislodgement; insulation abrasion was observed on the right ventricular lead. The right atrial lead was explanted and replaced and the right ventricular lead was capped and replaced. The patient¿s condition before, during and post procedure was stable.